Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with the patient¿s implantable cardioverter defibrillator in back-up vvi status. A device download was performed successfully restoring the patient¿s device to its intended settings. The patient was stable during and after the restoration.